Event description:
C-cc-bt - broken tubing. Reportedly, the line near the flotrac sensor was cut.

Manufacturer narrative:
Customer report was not confirmed. Rec'd (1) complete flotrac kit. Both IV and pressure tubings were intact. Visual examination of entire kit did not reveal and damage. Both flotrac sensor and dpt also zeroed and sensed pressure. No visible defect or intermittent condition was noted at cable connectors (supercomal). And pressure testing did not reveal and leakage or occlusion from the kit.

Event description:
The customer reported that the alarm has power but the sensor port 1 receptacle is making an intermittent alarm tone. Pressure needs to be applied to the sensor port 1 for it to work correctly. There was no patient injury reported.